Event description:
It was reported that the battery voltage was at 2.89 volts while still in its original, sealed package. The device condition was identified prior to any patient involvement. The device was returned and tested out of specification during manufacturer's analysis.